Manufacturer narrative:
One device was received for investigation. Visual inspection showed the downstream occlusion (dso) seal was swollen. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log showed "high alarm displayed: cassette not attached properly" messages. Functional testing confirmed the customer reported issue. The dso sensor was defective. The dso sensor and seal were replaced.

Event description:
It was reported that the pump doesn't detect the cassette. There was no patient involvement, and no patient harm/adverse event reported.